Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 484 mg/dl. Customer also reported insulin flow blocked alarm. The customer as assisted in performing a 5.0 unit fill cannula. Insulin did not exit. Customer was advised to reconnect tubing at quick release set and prime a 5 unit fill cannula and insulin exited. Customer treated high blood glucose with syringe. The insulin pump will not be returned for analysis.